Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system experienced errors requiring the user to reboot the system to attempt to regain functionality. There was no pt injury or death reported.